Event description:
Received information stating customer is unable to complete fill cartridge step with multiple attempts.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.